Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during follow-up after the implant procedure, high capture threshold and a drop in r-waves was observed. Programming changes were made. It was confirmed that the rate dropped to 40 bpm, and pacing failure was confirmed. The physician considered the issues were due to lead dislodgement, so lead repositioning was scheduled. During the procedure, the physician elected to explant and replace the lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.